Manufacturer narrative:
Per the clinic, the patient underwent an incision and rinsing of abscess procedure on (B)(6) 2023. Device analysis report attached. This report is submitted on march 6, 2024.

Event description:
Per the clinic, the patient developed an infection (abscess) and subsequently was hospitalized on (B)(6) 2023 the patient was treated with IV antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 25, 2024.